Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the stored electrograms it was noted that the implantable cardiac defibrillator exhibited post paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed but not performed yet. No further information was available.

Event description:
New information received stated that the post paced t wave oversensing was resolved by reprogramming completed on (B)(4) 2018.